Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try various troubleshooting steps, including using different power sources, but the issue persisted. As a result, technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup insulin therapy. The customer was also instructed on returning the defective pump and confirmed the shipping address for the replacement.